Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer had failed to take insulin and had a very high reading just before bed. Customer went and started taking insulin and used the bolus wizard and went he got up this morning his blood glucose was down. Customer does not want t troubleshoot for high blood glucose.